Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The operating system is unknown so product information provided is for ios the device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an unknown phone with operating system version 16.3.1. The low glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced "muscle failure", confusion, dizziness, "shocking" and had loss of consciousness. The customer was unable to self-treat, requiring treatment with glucose gel provided by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. An extended investigation has been performed for the reported complaint and determined that there were no issues with the freestyle librelink application that would have led to the complaint. The user reported missing high and low alarm notifications with the freestyle librelink application. Successfully received high and low alarm notifications using a similar configuration, and was unable to reproduce the complaint. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone with operating system version 16.3.1 and app version 2816120. The low glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced "muscle failure", confusion, dizziness, "shocking" and had loss of consciousness. The customer was unable to self-treat, requiring treatment with glucose gel provided by third-party. There was no report of death or permanent impairment associated with this event.